Event description:
A clinic manager reported that one month following intraocular lens implant surgery, a pt reported soreness and a postoperative medication was changed. Two months following the implant, the pt reported soreness and redness. Three months following implant surgery, uveitis was noted. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).